Event description:
It was reported that wires were exposed. A 31/domestic unipolar uncoated constellation was selected for treatment. During preparation, after the catheter was opened, it was noticed that wires were exposed where the gray shaft enters the blue bifurcated cables. It was further noted that the catheter was removed from the box as per instruction. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).